Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1253810. Medical device expiration date: 2023-01-31. Device manufacture date: 2021-09-10; medical device lot #: 1151236, medical device expiration date: 2022-10-31, device manufacture date: 2021-05-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "here was a problem with filling the green heparin tubes. There were 1,500 units of batch 1253810 and 300 units of batch 1151236 put in quarantine".

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "here was a problem with filling the green heparin tubes. There were (B)(4) units of batch 1253810 and (B)(4) units of batch 1151236 put in quarantine".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-16. H6: investigation summary: bd received thirty (30) samples of batch number 1253810 for investigation. Twenty (20) of the samples were randomly selected and evaluated by functional testing. The indicated failure mode for underfill with the incident lot was not observed. Additionally, twenty (20) retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.